Manufacturer narrative:
Evaluation results code: fracture problem unable to be selected. Visual inspection and radiographs provided by the dentist confirmed the fracture. The fractured portion of the screw was not returned. White and bone residues were seen in the external surface of the implant, indicative of patient contact. Visual inspection confirmed the fractured condition. The screw was broken off inside the implant; it was seen through visual inspection where the depth of the threads had been blocked. Also, damage to the implant was seen on the seating surface, internal hex and external threads. No lot number was provided for the screw therefore the device history record could not be reviewed. However, a review of the implant device history record was performed and there were no non-conformities or rework activities found for this implant lot that would cause or contribute to the condition reported. A definitive root cause has not been determined. (B)(4).

Event description:
Patient's implant was removed on (B)(6) 2015. Patient has no ill effects from surgical removal of implant and is healing as expected with no permanent or on-going impairment or medical condition.

Event description:
The doctor indicates that the abutment screw and restorative crown have fractured. The doctor removed the implant and grafted the site. The doctor plans to place another implant in 3-4 months.